Event description:
The customer observed brown colored precipitate in the clinical chemistry alkaline phosphatase reagent wedges when the reagent was first opened. The customer described the precipitate as fungal growth. The customer stated the affected reagent was used for testing, however, there was no shift in quality control performance. There was no impact to patient management.

Manufacturer narrative:
No consequences or impact to patient (B)(4). Contamination during use (B)(4). The cause of the clinical chemistry alkaline phosphatase reagents failed to calibrate/generate results was due to visible particulate or visible mold in the reagent cartridges. Abbott issued a product recall letter to all customers to inform them to discontinue use and to discard/destroy any suspect cartridges and order replacement reagents.